Event description:
It was reported that while in use, pressing the over-temperature button did not make an alarm go off. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed all labels were still intact. During visual inspection, no physical damage was found on the device. During functional check, the reported complaint was duplicated. When the l-70 is connected to activate hl-90 and the overtemp alarm test button is pressed, depending on the usage conditions and environment (for example, when the room temperature is low or the circulating water temperature is not saturated), the circulating water temperature does not reach 43.1 celsius (which is the temperature when the overtemp alarm activates), and the overtemp alarm will not operate. At the production of hl90, when the circulating water temperature is adjusted by using a test disposable circuit that is shorter than l-70, this event occurs because the circulating water temperature (hl90) does not rise easily to 41.9 celsius (plus or minus one degree) when the user uses l-70. The circulating water temperature was readjusted, and the operation was confirmed.